Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
It was reported that the insulin pump alarmed during the manual prime process. The blood glucose reading was 124 mg/dl. The customer stated that the insulin pump showed a black dot, which indicated that the insulin pump was suspending insulin delivery. Upon troubleshooting, it was found that the alarm was resolved by a reservoir replacement. She was advised to return the reservoir for analysis. The most recent blood glucose reading was 59 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.